Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician advanced a 7.0 x 20, 40 cm mustang balloon catheter to the target lesion then inflated it to 20 atms. The balloon ruptured and there was a circumferential tear. The device was successfully removed. No complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found a complete balloon circumferential tear at 5mm distal to the distal edge of the proximal markerband. A break was present in the shaft at 4mm distal to the distal edge of the distal markerband. An examination of the break site found that the shaft was stretched. The break is consistent with excessive tensile force having been applied to the shaft. Both sections of the break and balloon circumferential tear were positioned on the returned guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The physician advanced a 7.0 x 20, 40cm mustang balloon catheter to the target lesion then inflated it to 20atms. The balloon ruptured and there was a circumferential tear. The device was successfully removed. No complications were reported and the patient's status is ok.